Event description:
The customer stated that she opened a new carton of test strips and found one of the bottle caps open. The customer did not allege any adverse events. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips will be sent.